Event description:
It is reported that the liner inserter was used in an attempt to place the liner in the correct position on the stem causing significant torque on the stem. The liner failed to insert and the impactor was then used to seat the liner.

Manufacturer narrative:
Evaluation summary: the liner was implanted therefore a determination on its condition could not be made. No other complaints of any type have been reported for this lot of the liner or the stem. This is first complaint of this type ever rec'd for this instrument. In communicating with the sales representative, they were unaware if the inserter had been lubricated prior to use. The zimmer "instrument care, cleaning and sterilization instruction" booklet stated that hinges, threads, and other moving parts should be lubricated using a commercial water-soluble surgical grade lubricant to reduce friction and wear. Lack of lubrication may have caused the inserter to not spin freely and transmit torque to the stem. Back table insertion is not described in the surgical technique. Due to this the humeral stem may have had less than desired support that dissipated the force of the liner impactor. Cause cannot be definitively determined. Review of he stem and liner's device history records did not find any deviations or anomalies. Review of the inserter's device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.